Event description:
Report received of an inadvertant bolus of hydromorphone. It was reported that the pt underwent surgery in the afternoon and was subsequently in pacu for approximately 12 hours. Filter extension set list #12273 was connected to the distal end of pca set list #13610. The sets were primed with hydromorphone 1 mg/ml and connected to the pt. The hydromorphone was infused via an apm ii pump in pca mode at 0.1 mg every 6 minutes. Just before the pt was to be transferred to the cardiothoracic floor, the nurse began a d5 0.45ns infusion through the pca set pigtail at an unspecified rate between 75 and 100 ml/hour. The pt received a bolus of hydromorphone equivalent to the amount of drug in the setup distal to the pca set pigtail. Upon arrival to the cardiothoracic floor, the pt was lethargic. Pt became more lethargic and was barely arousable, with a respiratory rate of 6/min and a systolic blood pressure of approximately 60-70 mmhg. The pt received 8 doses of narcan 0.4ml (unspecified concentration) and an unspecified fluid bolus during the next 2 hours. The pt remained on the cardiothoracic unit with 1:1 monitoring until vital signs returned to baseline. It was reported that there were no adverse pt sequelae. Although requested, no additional info was received.